Event description:
It was reported that signal loss occurred. The wearable was inserted into the arm on (B)(6) 2025. On the same day, it was reported that the patient experienced signal loss on his cgm "receiver" and mobile and was unable to check his blood glucose using a fingerstick, as he was out of test strips the same day the sensor was put on the arm. After about three hours, he began feeling nauseated, disoriented, and as if he might pass out. He went to the emergency room (ER) with his wife. In the emergency room, his blood glucose was measured at 550 mg/dl. He was treated with an insulin drip and remained in the ER for approximately 4¿5 hours. Upon discharge, he reported feeling fine but could not recall his blood glucose level at that time. Performance data was reviewed. The allegation was confirmed due to the finding of signal loss over an hour within the investigation window. The probable cause was the transmitter and app were unable to establish a connection. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.